Event description:
Customer reported no delivery alarms during a bolus. The blood glucose reading was 197 mg/dl. He was advised to run a 5 unit fixed prime and stated that insulin did exit. He was advised to change out the infusion set and to check for a bent cannula. He also reported a low blood glucose of 60 mg/dl and stated that it was due to eating dinner late and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.